Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that their blood glucose readings went up to 400 mg/dl when changing to a new set. Customer stated that the needle fell out when they were changing the set. Customer declined troubleshooting and stated that they hooked up to a new set and are doing fine. Customer's blood glucose readings this morning were noted to be 209 mg/dl. No further information reported.